Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer attempted to connect incompatible cartridges and infusion sets. Customer's blood glucose (bg) was high, however, specific bg value was not provided. A manual injection was used to correct bg and customer reverted to manual injections for insulin therapy.